Event description:
On 4/19/99, evaluated for bilateral ruptured silicone breast implants. Breast augmentation in 1979. Has developed increased firmness, pain and discomfort, interfering with her job performance. Strong family history of breast cancer. Diagnosed with baker IV capsular contractures. Pt underwent bilateral simple mastectomies with bilateral capsulectomy and immediate breast reconstructions. Devices sent to pathology.